Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set had a bent site, which caused high blood glucose levels. The patient's blood glucose was reported to be over 600mg/dl. The patient had small ketone levels. The patient's mother changed out the infusion site and delivered a bolus of insulin with the pump to address the high blood glucose and ketone levels. No permanent injury was reported.